Event description:
During an unrelated procedure, insulation damage that was visually observed on the right ventricular (rv) lead. The rv lead was repaired during the surgery to resolve the event. The patient was stable and will continue to be monitored.